Event description:
It was reported that the patient experienced chest pain following implant of the right ventricular (rv) lead. Cardiac perforation was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.